Event description:
It was reported that the patient experienced cardiac tamponade, ventricular fibrillation, and cardiac arrest. The patient expired after the procedure. A left accessory pathway map was performed followed by ablation of the left lateral left atrium (la) with a non-boston scientific rf catheter. After performing this ablation, a pleural effusion was noticed that became very large very fast. A pericardial perfusion was performed to clear the effusion, but then the patient went into cardiac arrest with vf. Cardiopulmonary resuscitation was performed along with multiple shocks from cardioversion. The patient was placed on extracorporeal membrane oxygenation (ECMO), then transferred to another hospital and admitted. The patient was not considered stable at the time of admission and remained on life support. The patient later expired.